Manufacturer narrative:
Additional information was requested from the customer. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels, and the distal end of the scope were cultured. No microorganisms were detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated by olympus. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted the air/water and suction cylinders had discoloration. The adhesive on the bending section cover had a scratch. Due to deformation of the bending tube, the bending angle in the right direction exceeded the standard value. The distal end was slightly scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, a routine microbiological culture was performed on the evis exera iii colonovideoscope. An unexpected contamination was detected. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. Event: no additional information was provided. The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. The instrument was not checked before use. The bedside pre-cleaning occurred in the examination room under five (5) minutes post procedure. Water was not put through the instrumentation/suction channel with a suction pump and sucked until the aspirated liquid was clear. The forceps elevator was not moved to raise and lower three (3) times in the water during aspiration. There was no suction from both the first and second position of the suction valve. The air/water duct had not been flushed with water and air using the air/water channel cleaning adapter, mh-948. The air/water channel and balloon channel were not flushed with water and air by using the air/water valve, maj-1444 and the air/water channel cleaning adapter, maj-629. The auxiliary water channel had not been flushed with water. All reprocess accessories were without any defect. The pre-cleaning to manual cleaning was less than sixty (60) minutes. Leakage had been tested according to the instructions for use. Dr. Weigert mediclean forte detergent was used for manual cleaning. The brushed points were checked in the instrument / suction channel, suction cylinder port, and auxiliary channel. The detergent agent had not been aspirated through the instrument / suction channel. The brush had been introduced into the instrumentation channel from the suction cylinder. The forceps elevator was brushed. The flushed channels were checked. The flushing was performed with accessories as described in the in instructions for use (IFU). The forceps elevator was operated up/down in the detergent solution. The distal end was not flushed with the distal end flushing adapter, maj-2319. The automatic endoscope reprocessor (aer) used was an getinge ew2 along with getinge pokayoke detergent and getinge pokayoke a & b disinfectant. There was a clear system established to avoid any mix-up/cross-contamination of contaminated and reprocessed endoscopes/accessories. A drying cabinet was used for endoscope storage. The scope was stored for a maximum of thirty (30) days in the drying cabinet until the next procedure. The scope was not sterilized. The handling of accessories conformed to the instructions for use. Olympus did not provide maintenance/repair of the scope. Olympus provided training on processing. The participant record was available. The microbiological test of the patients was not available, and the microbiological test result of the scope was not available. The sample was taken from the instrument channel with a rinse. The test was taken at the customer location.

Event description:
Additional information was received from the customer. The biopsy channel on the evis exera iii colonovideoscope tested positive for an unknown amount of mixed flora.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided from the use: suctioning was not performed for biopsy channel nor suction channel at precleaning. Flushing was not performed for a/w channel nor auxiliary water channel at precleaning. Suctioning detergent solutions was not performed for biopsy channel nor suction channel at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that deviation in reprocessing instructions caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.